Manufacturer narrative:
Initial reporter occupation is patient/consumer. Reported by private duty nurse. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. At 12:00 pm, the meter result was 2.3 inr. At 1:00 pm, the result from the laboratory was 1.1 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.